Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the event was unknown. Beginning on the day of onset, the patient was treated with fortum injection (1 gra, route, frequency, and duration not reported), amikacin (100 milligrams, route, frequency, and duration not reported), and heparin (0.5 milliliters of 25000 international units, route, frequency, and duration not reported) for the peritonitis. Antibiotic treatment was ongoing. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis and was doing well. No additional information is available.